Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller states the outer third of the inform meter connector pins and the plastic casing surrounding it shows signs of melting and burning. No adverse event reported. Requested return of suspect device and replacement was sent.